Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of right atrial (ra) lead, it was noted that there was under-sensing and noise on the lead which led to inhibition of cardiac pacing. After further assessment in clinic, chest x ray confirmed ra lead dislodgement. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.